Event description:
A single suture package was opened onto the sterile field. The attempt was made to load the needle in a needle driver, it was discovered that there was 2 complete individual needles with ligature within the package.